Manufacturer narrative:
Block b3: exact date unknown, event occurred a <year> prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) procedure and was doing well postoperatively. The explanted device will not be returned.